Event description:
It was reported that during an unspecified coronary treatment procedure, a vessel dissection occurred. The physician was working in the very tortuous distal circumflex artery with this 300cm kinetix guide wire when a vessel dissection occurred. The physician decided because it was a small vessel to let the dissection heal itself. The procedure was considered completed with this device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).